Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that after implantation of heartmate 3, the patient developed hypotension and required high dose of catecholamines with empressine. Echocardiogram confirmed good position pf the left ventricular assist device (lvad), the right ventricle was severely impaired, which indicated for temporary right ventricular assist device (rvad). Due to the patient's critical condition, implantation of the rvad was unsuccessful.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events and patient outcome could not be conclusively established through this evaluation. It was reported that heartmate 3 lvas, serial number (B)(6) , will not be explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists right heart failure and death as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ (under ¿right heart failure¿) outlines indications of right heart failure as well as possible treatments. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that right heart failure did not exist prior to implant, but the device was not thought to have caused or contributed to right heart failure. The patient ultimately passed away on (B)(6) 2025. The death was not considered to be device or therapy related and the device operated as intended.